Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to the single board computer (sbc) on the system pcb assembly. The sbc was thermally sensitive.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to duplicate the reported issue. The system pcb assembly was replaced and after observing proper device operation through functional and performance testing, the device was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that their device will not power on. There was no patient use associated with the reported event.